Manufacturer narrative:
The reason for this revision surgery was due to a fracture. The outcomes attributed to this event are non-serious. The healthcare professional indicated a significant adverse event to the patient. There was a fifteen minute delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination; the device from the second revision (B)(4) was returned for examination. (B)(4).

Event description:
Primary surgery - while performing a reverse total shoulder for fracture, the surgeon cemented a size 8 monoblock stem into the pt then impacted a 32mm +4 insert into the stem. The surgeon then examined the polyethylene to stem interface and noticed a small gap and that the polyethylene had some micromotion. The surgeon impacted again with no change to component, the proceeded to remove the insert with an osteotome and opened another insert from a different lot to see if there was any difference. The second polyethylene went in with similar result. With stem cemented in and no other options the surgeon decided to go with that and close the incision.